Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: there is no visible damage to the keypad. The down button is auto scrolling to the bottom of the screen. Removed the keypad and found no damage or contamination on the button contacts. Opened the pump case and found the keypad flex misaligned and the connector partially open. Realigned the connector and the auto scrolling stopped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.